Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2026-57326

Event description:
A healthcare professional reported that large bubbles occurred due to obstructing the surgical field of view during the vitrectomy surgery. The surgery was completed. The other surgery details and patient impact were unknown. Additional information requested and received that the surgery type was cataract and vitrectomy combination.